Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated that they was able to clear alarm but unable to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. The customer returned insulin pump for alleged pump error 28, 49, and 68 alarms found on (B)(6) 2021. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 28, 49, or 68 alarms noted during testing. A review of the history files reveals there were no pump error 28 alarms, two pump error 49 alarms (B)(6) 2021 at 15:10, and one pump error 68 alarm on (B)(6) 2021 at 15:10. The insulin pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (electric board 1 and electric board 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Pump error 28, pump error 49, and pump error 68 alarms are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.